Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and the actuator shaft and spindle were found to be outside of the main body. Additionally, a visual inspection indicated that the spindle and the threads were damaged by a tool upon removal of the implant. Furthermore, a fragment of the associated driver was lodged inside of the returned implant. This damage to the device prevented functional testing and indicates the break was likely due to deployment against resistance, such as bone and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with use of the device.

Event description:
It was reported that during an indirect decompression implant procedure, the implant was broken during deployment. The physician did not use excessive force and was also not gear shifting the inserter at that time. Media inspection revealed the spindle cap was broken off from the implant. The device pieces were removed and replaced successfully. The patient was not harmed as a result of the event.

Event description:
It was reported that during an indirect decompression implant procedure, the implant was broken during deployment. The physician did not use excessive force and was also not gear shifting the inserter at that time. Media inspection revealed the spindle cap was broken off from the implant. The device pieces were removed and replaced successfully. The patient was not harmed as a result of the event.